Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective x-ray controller pcb and generator node missing. The x-ray controller pcb was removed and replaced. The nodes were flashed and rebuilt. While servicing, the interconnect cable was found to have a severe kink in it, so it was replaced. The calibration files were re-loaded. The camera operation was also slow to respond, and that was replaced as well, and checked for alignment and calibration. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not make an x-ray exposure.